Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
On (B)(6) 2020, it was initially reported to gynesonics that a patient treated with the sonata system experienced re-intervention for hmb treated with sonata: (B)(6) 2018 fibroid treated: figo type 2-5, transmural. Submitted by pi: type ii myoma of the frontwall of the uterus, now mainly in the cavity of the uterus trying to go in statunascendi, heavy bleeding and high need of pain relieve medication. Ae start date (B)(6) 2018; end date (B)(6) 2018. Re-intervention surgery date: hysteroscopic myomectomy (includes morcellation) on (B)(6) 2018, 28 days post-sonata sae #1-2 submitted by pi: type ii myoma of the frontwall of the uterus, now mainly in the cavity of the uterus trying to go in statu nascendi, heavy bleeding and high need of pain relieve medication. Sae start date (B)(6) 2018; end date (B)(6) 2018.